Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. The lead was reprogrammed. The lead remains in use. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical study. No patient complications have been reported as a result of this event.